Event description:
A report was received that the patient was having to frequently charge and the ipg site was uncomfortable. The physician confirmed that the ipg was tilted. The physician repositioned the ipg and added two lead extensions. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having to frequently charge and the ipg site was uncomfortable. The physician confirmed that the ipg was tilted. The physician replaced the ipg and added two lead extensions. The patient is reportedly doing well.